Event description:
Pt using different brand of contact lens in each eye. In left eye, used synergyeyes duette lens and developed acanthamoeba keratitis, a very serious infection. Date of use: (B)(6) 2016. Diagnosis or reason for use: refractive error/ myopia. "Event abated after use stopped or dose reduced: yes, is the product compounded: no, is the product over-the-counter: no."